Event description:
It was reported that pt developed a post-operative surgical wound infection. The would had dehisced in a few places and the pt was taken back to surgery for incision and drainage of the thoracolumbar wound. The surgeon found retained sponge fibres (3.9 cm long x less than 0.1 cm in diameter) that may have attributed to the infection. These were removed and sent to pathology. Pt was treated with antibiotic beads. Risk manager at the hospital was contacted and it was confirmed that the pt was stable and no further injury was reported.

Manufacturer narrative:
User facility was contacted for sponge pack traceability info but none was provided. Hence, no device history record (DHR) review could be performed. The pathology report of the retained sponge fibres was received but it did not conclusively confirm that the infection was caused due to retained sponge fibers. In addition, sponges have a long history of market use and have been tested in accordance with (B)(4) requirements for long term implantation (> 30 days) and all tests have passed. Surgicount medical considers this to be a final report.